Manufacturer narrative:
Date of event - unknown the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with the peripheral cutting balloon device for two lesions. Target lesion 1 was de novo located in femoral popliteal artery with a 5mm reference vessel diameter and a 15mm target lesion length. The lesion had 90% stenosis pre-procedure and 0% stenosis post procedure. The vessel tortuosity was mild and the calcification at the target lesion was mild. The lesion morphology was tight concentric stenosis. Target lesion 2 was de novo located in the popliteal artery with a 5mm reference vessel diameter and 10mm target lesion length. The lesion had 90% stenosis pre-procedure and 0% stenosis post procedure. The vessel tortuosity was mild and the calcification at the target lesion was mild. The lesion morphology was tight concentric stenosis. There was no information provided regarding a one month follow up visit for the patient. The patient three-month follow up assessment in (B) (6) of 2007 documented healing in progress. The target lesion was patent. No adverse events were reported and no interventions were required since the initial procedure. The six-month follow up assessment in (B) (6) of 2007 notes that the target lesion has not remained patent since the procedure. One adverse event reported of amputation (date not provided). No further data was provided.